Event description:
Clinical study. Same case as MDR 600089-2005-01957, 6000093-2005-01488, and -01489. It was reported that less than 1 day after coronary artery drug eluting stenting treatment procedure the pt experienced a non q-wave myocardial infarction (mi). The index procedure treated 4 target lesions. The site reported that the pt experienced a non q-wave mi the same day as the index procedure. The treatment listed to alleviate the mi was hospitalization. The mi was resolved 3 days post index procedure prior to release from the hospital. The pt's medications at discharge included beta blockers, calcium channel blockers, angiotensin ii receptors, nitrates, asa, thienpyradine antiplatelet, statin, oral anti diabetic medication, and plavix. In the opinion of the physician there was a highly probably relationship between the taxus stents and the mi.